Manufacturer narrative:
(B)(4). The btt and cannula were returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. No nonconformance was observed to the cannula. The c-ring was able to advance and retract with no defects. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. Based on the condition of the device as returned and the results of the investigation the reported complaint "inflation issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb, after the btt port was inserted into the subcutaneous space of the patient, the hospital tried to infuse the co2 gas, however, it was unable to inflate. It may be the failure of the balloon or the one-way valve. A replacement device was used to complete the procedure. The hospital did not report any patient effect.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb, after the btt port was inserted into the subcutaneous space of the patient, the hospital tried to infuse the co2 gas, however, it was unable to inflate. It may be the failure of the balloon or the one-way valve. A replacement device was used to complete the procedure. The hospital did not report any patient effect.